Event description:
It was reported that a 512x was used during a laparoscopic myomectomy. It was reported the device shield on the obturator would not stay engaged long enough to penetrate the abdominal wall. Opened another device to complete the case. There was no consequence to patient.